Event description:
20g midline catheter was inserted into l arm cephalic vein on 1st attempt and advanced 8". Pt offered no c/o until catheter was flushed with 10cc bacteriostatic nacl; then pt c/o tingling in face hands and c/o nausea with subsequent vomiting. Vomited 40cc clear solution, bp=80/40 p-118. Dr came in to assess pt. She c/o feeling cold. Stat fingerstick glucose = 40. Bp 80/40 50cc of d50 given ivp and 500cc .9ns @ wide open rate. 30 mins into event bp=90/50. 50mg benadryl given. Bp was then 120/60. Fingerstick glucose=440. 1 degree later catheter was discontinued and 24g catheter was placed. Pt was transported to hosp for overnight evaluation. She was discharged to home 6/28/96 with catheter in place and went home to infuse IV ofloxcin q12h.